Event description:
When the patient was in MRI, the tech from MRI and rn from ICU were getting ready to move the patient back to the bed when they noted that the patients pillow was wet. They then noted that the stopcock most proximal to the patient had fallen out and the spinal fluid was dripping out. There were no signs of trauma to the tubing and no cracks noted. The white stopcock was missing completely.